Manufacturer narrative:
Correction: h7, h9. Additional information: g3, h2, h6, h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with 4+ cell in anterior chamber with small sterile hypopyon. The patient noticed the problem within a week post-op, with best corrected visual acuity (bcva) decreasing to 20/60. In the surgeon's opinion, the most likely cause of the event is tass. Patient outcome is good, with uncorrected visual acuity of 20/25. Medications administered during original surgery: intracameral moxifloxacin. The following medications were prescribed for use at home post-operatively: combo drop (prednisolone sodium phosphate-moxifloxacin-bromfenac-sterile ophthalmic solution) and pred forte q 1 hr alternating os medrol dose pack oral..